Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that about 90 bd veo¿ insulin syringes with bd ultra-fine¿ needles experienced deformed stoppers. The following information was provided by the initial reporter: the customer stated that she found insulin syringes with rubber stopper distortion.

Manufacturer narrative:
H.6. Investigation: customer returned two images of a 0.3ml syringe. The black rubber stopper at the tip of the plunger is warped and dragging inside the barrel of the syringe. A review of the device history record was completed for batch # 0167709 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. There was one (1) notification noted for insufficient barrel lube. Based on the images received, embecta was able to confirm the customer¿s indicated failure of the stopper being warped. Root cause: insufficient barrel lube. A dry barrel is the result of the lack of silicone in the barrel which allows the plunger / stopper to move with limited ease. Found several lines from the ivek pumps were damaged and crimped.

Event description:
It was reported that about 90 bd veo¿ insulin syringes with bd ultra-fine¿ needles experienced deformed stoppers. The following information was provided by the initial reporter: the customer stated that she found insulin syringes with rubber stopper distortion.